Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of band unable to deploy. Imdrf device code a0401 captures the reportable event of trip wire fractured. Block h11: the returned speedband superview super 7 was analyzed, and it was found during visual inspection that the ligator housing returned with the seven band still on it, and one of the ligator housing teeth was damaged. The handle had evidence that the trip wire was secured. The trip wire was not broken, and the suture was broken. Per media analysis on the provided video, it showed that the device was being actuated and the bands were not deploying correctly. No other problems with the device were noted. The reported event of band unable to deploy was confirmed; however, the reported event of trip wire fractured was not confirmed. Upon analysis, it was found that the returned ligator housing had seven bands still attached to it, and one of the ligator housing teeth was bent. The trip wire was not broken, and the suture was broken. Although the suture was broken; however, this condition is not considered a failure mode because this condition most likely occurred when the physician removed the device from the scope. This problem might have to do with the technique used by the physician or the way the device is being handled when trying to deploy the bands with the handle. Perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle when trying to deploy the bands and could not be deployed due to this condition. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the tooth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, making the teeth get damaged and also affecting the functionality of the handle when deploying the bands. It is most likely that once the band was tried to be released from the suture, the bent on this ligator housing tooth affected the band deployment. Therefore, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation hemostasis for esophageal varices procedure performed on (B)(6) 2024. During the procedure, after the endoscope was advanced successfully, when attempting to deploy the first band, it was noticed that it could not be deployed normally. After continued attempts, the trip wire was fractured. The procedure was completed with another speedband superview super 7. It was reported that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a video of the complaint device outside the patient was provided by the customer and showed that when the handle was rotated, nothing happened with the bands.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation hemostasis for esophageal varices procedure performed on (B)(6) 2024. During the procedure, after the endoscope was advanced successfully, when attempting to deploy the first band, it was noticed that it could not be deployed normally. After continued attempts, the trip wire was fractured. The procedure was completed with another speedband superview super 7. It was reported that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a video of the complaint device outside the patient was provided by the customer and showed that when the handle was rotated, nothing happened with the bands.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1 (initial reporter facility name): (B)(6) university. Block h6: imdrf device code a050501 captures the reportable event of band unable to deploy. Imdrf device code a0401 captures the reportable event of trip wire fractured.